Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. It was reported that the patient is experiencing pain at their implantable neurostimulator (ins) site when they move or walk. The rep stated that the patient has lost 25 pounds since last (B)(6), and since then, the ins is pushing on their bone. It was indicated that the patient is scheduled for device explant on (B)(6) 2019. No further complications were reported or anticipated.